Event description:
It was reported that a possible dislodgement occurred on the patient's right atrial (ra) lead. No capture could be observed at high outputs, and there was a possibility of diaphragmatic stimulation. The ra lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4296-88 lead, implanted: (B)(6) 2014; 6935m55 lead, implanted: (B)(6) 2014. (B)(4).